Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(4).

Event description:
It was reported that a catheter placing nurse found bend in the process of catheter insertion.